Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the right ventricular lead exhibited noise which caused multiple noise reversion episodes. No patient symptoms or additional information was reported.